Event description:
The complaint involved a microclave® clear connector that reportedly caused a pressure alarm on a b braun infusomat pump during an intravenous immune globulin (ivig) (privigen) infusion even when the intravenous (IV) cannula is patent and the pump is in working order. The problem occurred either immediately commencing or within first minute. Troubleshooting identified that, in general, sometimes the issue can be resolved upon changing the bung. In this particular instance, the bung was changed with no improvement. Conversely, when the set was connected directly to intravenous canula (ivc) without the bung, the infusion ran perfectly. The customer suspected that this issue was happening more often with viscous infusions, however, this was not an issue before. There were no cuts, holes, tears or defects noted, however the bungs affected were ¿squeaking¿ upon screwing on/connection to extension/mating sets. This issue caused medication to not flow; however, the nursing staff intervened to continue the medication via the pump either directly through cannula with bung removed altogether or with another bung. There were no missed doses as a result, but infusion was slightly delayed for the finishing time due to time taken to troubleshoot the pressure alarm. This issue recently lead to unnecessary patient re-cannulation until the bung issue was identified. The customer stated that changing the bung on ivc multiple times brings risk of introducing infection/phlebitis, which can delay infusion and have an effect on scheduled patient care. There was no additional clinical impact to the patient and further medical intervention was not required. This report reflects the third of four incidents.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 additional phone number for initial reporter: (B)(6).

Manufacturer narrative:
A sample was not returned for complaint investigation for this occurrence. Therefore, a probable cause for the customer's reported issue could not be established. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.